Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was a problem with the kv tracking on the 9800 system. It was also noted that a new speaker was needed. There was no report of pt injury.